Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer's blood glucose level was over 600 mg/dl. Trouble shooting was declined for hyperglycemia. Customer stated insulin pump had scratch on the screen, bent tubing and received no delivery alarm and motor error alarm. Insulin pump had passed self test. The insulin pump will not be returned for analysis.